Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 52 percent remaining to 16 percent remaining over the course of approximately three months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received indicates there are no current plans for surgical intervention, and the physician is evaluating if the patient still requires the therapy or not. Should additional follow-up information be received in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 52 percent remaining to 16 percent remaining over the course of approximately three months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.